Event description:
After administering vaccine, safety mechanism malfunctioned and needle bent slightly. While trying to use safety needle mechanism, device was pressed gently on a flat surface. Device did not close correctly, causing needle to protrude outward without point covered. Mechanism did fully extend to locked position but did not stay in place.